Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient had sepsis and bacteremia. Cultures were taken from the device pocket and blood and antibiotic treatment was necessary. The entire system of the device and leads were extracted and a temporary pacing lead was placed via the right internal jugular. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5068 implantable pacing lead 2000-(B)(6), c154dwk implantable cardioverter defibrillator 2007-(B)(6), 4542 competitor implantable pacing lead 2007-(B)(6). (B)(4).